Event description:
Patient weights only 100 lbs, battery was causing pain due to its size on her small frame. It worked for her for a while, but the pain was too much for her to deal with. Today they are removing it and doing a pyroloplasty. Hospital disposed of devices; not available for analysis.